Manufacturer narrative:
One cadd-legacy pump was returned for investigation in good condition. The reported product problem could not be duplicated. Evidence in the log suggested that there was a possible low battery condition which was also supported by the code lec 1310. This error code was present in the pump's memory. A root cause was not established. Preventative maintenance was performed on the device.

Event description:
Information was received that this smiths medical cadd legacy pump, exhibited high pressure alarms. It was reported that the patient was admitted to hospital and stated that the pump having issue. Additional information received that the patient did not clearly state if the hospitalization was directly related to the pump. According to the report the patient did receive medical treatment at the hospital and was using a hospital pump until the patient received replacement pumps. No clinical injury reported.